Event description:
It was reported that a patient's right ventricular lead exhibited high capture threshold. The lead was capped and replaced during an unrelated procedure. The patient experienced no consequences as a result of the surgery.